Event description:
Boston scientific received information that this patient experienced syncope. It was suspected the right atrial (ra) lead was fractured. It was noted at the last follow-up in (B)(6) 2008, the impedance measurements increased. The decision was made to reprogram the device to vvi mode. A replacement procedure will take place in the near future. There were no additional adverse patient effects reported. Subsequently, additional information was received that ra lead fracture was confirmed. A replacement procedure, however, will not take place because the lead cannot be removed. The patient will develop a chronic atrial fibrillation (af). The decision was made to leave the pacemaker programmed in vvi mode.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.